Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered user interface board aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. It was reported that during pre-delivery check the ventilator started up on its own. There was no patient involvement. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the unit started up on its own. User interface board (2ndgen, pn:1100786) needs to be replaced. Since the user interface board is subject to the delivery hold, the scheduled repair completion date has not been fixed

Manufacturer narrative:
(B)(6).